Event description:
Event description boston scientific crm received information that during a device replacment procedure for normal battery depletion, the 4245/406873 right ventricular lead became stuck in the device header. Mineral oil was applied multiple times to the setscrew and into header with no resolution. The lead eventually fractured in header. The distal portion of the lead was surgically abandoned. There were no adverse patient effects reported.